Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and excessive no delivery test. All operating currents are within specification. The off no power alarm functions properly. No unexpected weak battery alarm noted. The insulin pump had intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The insulin pump had a scratched display window, cracked belt clip slot and cracked reservoir tube lip. There was no moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 320 mg/dl. The customer states the numbers are scrolling without any input. The customer removed the battery and the insulin pump alarmed weak battery. The customer declined high blood glucose troubleshooting. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.